Manufacturer narrative:
Combination product: yes. On 20-jun-2024, additional information was received that the lesion is located in a severely tortuous part of an ostial-proximal lcx/lmca bifurcation. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report and four videos taken from the angiogram were reviewed. The videos provided do not contain further relevant information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report and four videos taken from the angiogram were reviewed. The videos provided do not contain further relevant information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
A drug eluting orsiro mission stent system was selected to treat a severely calcified lesion (90 percent stenosis degree) in a severely tortuous vessel. The left coronary trunk was catheterized, and a 0.014 inch guide wire was advanced through the distal lesion of the left coronary trunk and the proximal circumflex ostial. The lesion was pre-dilated, and repeated attempts were made to advance the orsiro mission stent, which caused great difficulty due to tortuosity and calcification. A high-support parallel guidewire was then placed, but advancement of the stent was still unsuccessful. After using extension guide and performing additional dilatation with a 3.0 mm balloon, another unsuccessful attempt was made. It was decided to remove the device. After removal, a displaced stent was detected which was deformed at the distal edge and partially detached from the balloon. Another stent was implanted.